Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about having high blood glucose. Customer reported the blood glucose could have been between 596mg/dl, 208mg/dl or 285mg/dl. Customer stated that they used the pump to treat high blood glucose. Customer was assisted with troubleshooting and the high pressure test was passed. Customer was advised to follow up with healthcare professional concerning high blood glucose which was done and tested blood glucose and it was 596mg/dl. Customer also checked blood glucose with 2 different meters and found the blood glucose levels in the range of 200mg/dl. The insulin pump will not be returned for analysis.